Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09312. The patient has been implanted with two percutaneous leads (from different lots). The patient reported her stimulation became too strong two or three days after she had a message. A full parameter diagnostic indicated normal impedance values. X-rays revealed both the leads have pulled down to the midback incision site and are out of the epidural space. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.